Manufacturer narrative:
Serial # : (B)(4) - mfg. Date: 10/12/2015. Device available for evaluation: yes, 11/01/2017. Labeled for single use: no. Serial # : (B)(4) - mfg. Date: 10/13/2015 device available for evaluation: yes, 11/01/2017. Labeled for single use: no. Serial # : (B)(4) -mfg. Date: 04/04/2016. Device available for evaluation: yes, 02/03/2017. Labeled for single use: no. Serial # : (B)(4)- mfg. Date: 09/25/2015. Device available for evaluation: yes, 02/03/2017. Labeled for single use: no. Serial # : (B)(4) - mfg. Date: 10/21/2015. Device available for evaluation: yes, 02/03/2017. Labeled for single use: no. Serial # : (B)(4) - mfg. Date: 10/22/2015. Device available for evaluation: yes, 02/06/2017. Labeled for single use: no. It was reported that the patient was experiencing power switching events. Six batteries ((B)(4)) and one controller ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 2 connector with the o ring gasket displaced. This is an additional observation not related to the reported event.  A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an investigation with the supplier to investigate loose connectors. The manufacturer has opened an internal investigation to evaluate momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Please note: due to new (B)(6) regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: serial # : (B)(4), catalog # : 1650de, exp. Date: 10/31/2016, mfg. Date: 10/31/2016. (B)(4). Serial # : (B)(4), catalog # : 1650de, exp. Date: 10/31/2016, mfg. Date: 10/31/2016. (B)(4). Serial # : (B)(4), catalog # : 1650de, exp. Date: 04/30/2017, mfg. Date: 04/30/2016. (B)(4). Serial # : (B)(4), catalog # : 1650de, exp. Date: 09/30/2016, mfg. Date: 09/30/2015. (B)(4). Serial # : (B)(4), catalog # : 1650de , exp. Date: 10/31/2016, mfg. Date: 10/31/2016. (B)(4). Serial # : (B)(4), catalog # : 1650de, exp. Date: 10/31/2016, mfg. Date: 10/31/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
It was reported from the site that the patient observed power switching. The two batteries were exchanged at the hospital but log file analysis revealed that all batteries are affected (analysis performed by manufacturer clinical engineer). An elective controller exchange was performed and it was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.